Manufacturer narrative:
H6 component codes was updated accordingly based on the completed investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the device in wrong position was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Investigation summary: ppae (hematuria/hemodynamic instability/pericardial effusion/cardiac failure): the cause of the injury was not determined due to insufficient clinical details. Ppae (arrhythmia/tachycardia): in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
B3: corrected date of event. Section d4 catalog number was corrected. H6 codes have been updated. Arrhythmia/tachycardia/hematuria/hemodynamic instability/pericardial effusion/cardiac failure: the cause of the injury was not determined due to insufficient clinical details.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During induction of general anesthesia, the patient lost native pulsatility requiring advanced cardiovascular life support (acls). Cardiopulmonary resuscitation (CPR) and vasopressor support was required. A transesophageal echocardiogram was performed; impella position was appropriate with no change from previous images. The left ventricle myocardium was akinetic. There was a notable pericardial effusion that required a pericardium window. During sbt (spontaneous breathing trial) and sedation wean this am, in non-sustained ventricular tachycardia (nsvt), suction alarms status post lasix 100mg in past 8 hours. Transthoracic echocardiogram (tte) shows unable to see inflow, elbow appears deep. Images are challenging, appears to be measuring 8.5cm from valve. Pulled back to 5.6cm by the physician and locked at 41.5cm. Less ectopy at this time. The patient also developed hematuria, resolution unknown. The procedure was then aborted due to decline in patient¿s status.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Engineering assessment: during impella 5.5 support, the patient experienced ventricular tachycardia. The pump was found to be 8.5 cm deep in the left ventricle on transthoracic echocardiography and was pulled back to a depth of 5.6 cm. Ectopy was reduced. As a result of the information received, the h6 medical device problem code for "malposition of device" (a150202) has been applied to this report.